Event description:
A malfunction alarm was reported with the pump, characterized by malfunction code malf 16, which was not resettable. The customer¿s blood glucose level exceeded 500 mg/dl, noted as "high," causing concern but no assistance from a third party was required. The customer performed a correction injection using manual methods and planned to use manual insulin delivery as a backup therapy. Technical support decided to replace the malfunctioning pump and confirmed the shipping address for the replacement. Instructions were given to return the faulty pump via ups, and the customer was informed of the steps to take upon receiving the new pump. A replacement pump was sent to resolve the issue.